Event description:
On 05/10/1999 pt found in hospital room on floor kneeling with arms crossed on side of bed. Posey vest on pt as she was found on opposite side of siderails (4 up) with restraint remaining tied to bed. Pt unresponsive, no respirations or heart beat. Pt was coded and transferred to scu on ventilator. On 05/11/1999 pt was extubated and expired. Unk cause of death whether attributed to posey vest. Was not accepted as medical examiner case nor autopsy.